Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue an over-infusion event could not be reproduced during evaluation. A review of the event history log was performed. On the event date, the user programmed an infusion matching the customer report and after fifteen minutes an 'air-in-line!' Alarm occurred. The reported condition was not verified. The device was tested for flow accuracy and found to delivery within range. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was programmed by a nurse at 50ml/hour, 100ml bag, bag emptied in 15 minutes. The biomedical testing showed that the device was working to specifications. The event happened during delivery at the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.